Event description:
The manufacturer received information alleging a "burnt humidifier-based cable" located on the device during the disassembly process. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
As per additional information received on 02/21/2025: the device was returned to the manufacturer's product investigation laboratory (pil) for investigation. The device was applied power and verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. Pil used a known supplied humidifier on base device and verified the heater plate did heat and used a supplied heated tube on the humidifier and verified tube did heat. An internal and external visual inspection of the device was completed by the manufacturer and found air inlet filter missing, ui (user interface) knob missing, air outlet port had white dust-like contamination in it and potential mineral deposits indicated water ingress, air inlet had tan dust-like contamination in it. Dust-like contamination all over the pca, on the top of the blower box lid and surrounding area, bottom enclosure, air inlet seal, on the top of the blower motor and inside of the blower box. Thermal event on humidifier harness connector and pca at j9. Potential mineral deposits in blower box and blower motor indicated possible water ingress. The sound abatement foam was intact and had significant dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. The investigation was able to confirm the complaint of burnt humidifier base cable and j9 thermal event. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.